Manufacturer narrative:
No product has been returned for investigation as product was sent to pathology by the hospital. A review of the x-rays provided indicate a second screw back-out unrelated to nuvasive's products. As per reporter alleged event is not related to product malfunction but to patients bone quality. Labeling review: contraindications: "...contraindications include but are not limited to: patients with inadequate bone stock or quality..." "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." No product has been returned.

Event description:
Approximately two months ago, patient underwent a magec spinal bracing and distraction system procedure using reline small stature screws. Patient underwent a revision procedure in (B)(6) 2018 due to screw back-out. Screws were replaced using another manufacturer's products.